Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that no power was present on any components inside the cabinet when switched off with umbilical attached and mobile view station (mvs) connected to mains. Confirmed 120vac to be present on umbilical connector on system cabinet and input into power tray. Confirmed circuit breaker to be functioning correctly also. Based on above observations, reasoned problem to be with faulty 50v synqor power supply. Ordered new power tray assembly and replaced. Problem resolved after replacement. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not exposing in 2d or 3d modes. There was no patient present.

Manufacturer narrative:
The pcba power tray was returned to the manufacturer for analysis. Analysis found that when the power tray was installed in a known good system, the system was unable to perform 2d or 3d images. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.